Event description:
Note: this report pertains to the first of three reported malfunctions which occurred during the event. It was reported to boston scientific corporation in 2005 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure the same day (patient gender, age and weight unknown). According to the complainant, during the procedure the balloon ruptured inside of the patient. The device was replaced with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. Refer to MFR report #3005099803-2008-1387 for details regarding the second device.

Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn longitudinally. The cause of the reported malfunction could not be determined.